Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device h istory records for the introducer needle were reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the needle hub separating from the cannula during insertion could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the patient's right internal jugular, the hub of the needle separated while the needle remained in the patient's vein. The cannula was promptly and successfully removed from the patient's vein. There was no reported delay, death, or complications to the patient as a result of this occurrence.